Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that syringe allergy 1ml w/ndl 26x1/2 rb leaked. The following information was provided by the initial reporter: "it was reported that the syringes were leaking when drawing up fluid. Event description per attached email states: item: 305537. Quantity affected: 1 case. Serial/lot number: na. Are any samples available for return? Yes. Reported issue: syringes were leaking when they tried drawing fluid."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe allergy 1ml w/ndl 26x1/2 rb leaked. The following information was provided by the initial reporter: "it was reported that the syringes were leaking when drawing up fluid. Event description per attached email states: item: 305537, quantity affected: 1 case, serial/lot number: na. Are any samples available for return? Yes reported issue: syringes were leaking when they tried drawing fluid."